Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received from a competitor¿s meter. It was further reported that on (B)(6) 2019 a sensor result of 407 mg/dl was received, so the customer self-administered an unspecified amount of rapid-acting insulin, but then began to experience hypoglycemia. Customer noted he was ¿perspiring and had no notion of what he was saying or doing¿. A competitor¿s meter produced a reading of 182 mg/dl, but it is unknown if this was obtained before or after the insulin was injected. Customer self-presented to a medical center where he was treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received from a competitor¿s meter. It was further reported that on (B)(6) 2019 a sensor result of 407 mg/dl was received, so the customer self-administered an unspecified amount of rapid-acting insulin, but then began to experience hypoglycemia. Customer noted he was ¿perspiring and had no notion of what he was saying or doing¿. A competitor¿s meter produced a reading of 182 mg/dl, but it is unknown if this was obtained before or after the insulin was injected. Customer self-presented to a medical center where he was treated with a glucagon injection. There was no report of death or permanent injury associated with this event.